Event description:
It was reported to medtronic minimed that the customer experienced a pump error 53 alarm (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed, the customer was able to clear the alarm and able to complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test and self test. Pump history files and traces successfully downloaded using thump. No pump error 53 alarms noted during testing, however, they were found in the history file [(B)(6) 2025 at 23:54 (file# 9120, line# 8192) and (B)(6) 2025 at 23:53 (file# 9824 and line# 8192)] due to a hardware error according to the software team. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, keypad overlay peeling, missing display window/cover, cracked case (battery tube) and pillowing keypad overlay. Pump error 53 was confirmed during analysis due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.